Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the anvil was broken off at the pin assembly of the pegged glenoid, guided broach. Functional testing was not performed due to the damage. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated insertion and/or removal processes of the device and extended use in the field. Manufacturing date 2016.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a shoulder prosthesis surgery the impact head of the device broke off. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully without changing the device. It was not necessary to switch the surgical technique or do a second surgery.